Event description:
I purchased the ¿pure sleep¿ device to help with my snoring problem according to my husband. I used the product for three days, after which time I had to stop using it because of the severe jaw pain this device caused. I stopped using the device over seven days ago and my jaw pain is increasing. I am at the point where it is very difficult to open my jaw or eat any foods that are tough or hard. Even eating crackers causes extreme pain. I have an appointment with my dentist to find out if permanent damage was caused from this device. Something needs to be done about the use of this device. I have read other stories where individuals have lost their jobs due to pain this device has caused, along with irreparable damage. I pray that I don¿t have permanent damage. Dates of use: (B)(6) 2013.